Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The analyzer alarm trace contained multiple voltage level errors, sample aspiration, and calibration errors on the date of the event. As qc recovery was acceptable, there was no indication of a performance issue with the reagent. The investigation did not identify a product problem. The specific cause of the event could not be determined but the issue appeared to have been resolved after the service actions.

Event description:
There was an allegation of analyzer alarms and questionable sodium results from the cobas 8000 cobas ise module (double). The initial result was 150 mmol/l. The repeat result from another cobas 8000 cobas ise module (double) analyzer was 144 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The cobas 8000 cobas ise module (double) serial number was (B)(6). The customer found air bubbles in the diluent tubing line and removed air with air purges. Calibration was then successful. The field service engineer checked the analyzer and could not find a cause. He noted the customer had completed routine maintenance before his arrived onsite. The field service engineer verified correct fluidics, verified the vacuum flow path, and inspected all fluidic tubing for kinks or leaks. No issues were found. He performed ise checks with no errors. The investigation is ongoing.